Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in middle of a laparoscopic bariatric bypass surgery, while the device being applied at the intestinal anastomosis, the thread broke and the loop failed. The loop wasn¿t stuck. They used the same product with a different lot number to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of nine devices. The visual inspection of the open samples noted two sutures and two needles. The products were received with the loops open. It was observed, under magnification, that the loop of each of the samples appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. The visual inspection and functional evaluation of the sealed sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.